Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia after announcing a meal while using the ilet system; the user¿s blood glucose dropped to 62 mg/dl, and the healthcare provider noted prior meal announcements were off and that the device was subsequently factory reset. Symptoms included no reported clinical manifestations despite low glucose. Outcomes included resolution after oral carbohydrate treatment and no need for outside assistance or medical intervention. Investigation included troubleshooting and education with the user. Investigation of this case revealed a low glucose event with cause unclear, without evidence of device failure identified during support interactions. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.